Manufacturer narrative:
All information provided by manufacturer, no medwatch form was recieved.

Event description:
It was reported that when attempting to interrogate the device and program it off due to patient request for dnr and in hospice care, the interrogation failed. Based on the values provided, it was determined that the device was in hardware reset. The device will not be explanted at this time because the patient is dnr.